Event description:
It was reported that during advancement in a moderately tortuous, mildly calcified, left anterior descending artery, the balance middleweight (bmw) universal ii guide wire felt resistance with a non-abbott guiding catheter. Both of the devices were removed from the patients' anatomy as one unit, the device was re-flushed, and the two devices were advanced again into the patient's anatomy. Resistance was again felt and the bmw universal ii guide wire was removed. Reportedly, there was resistance felt as the bmw universal ii guide wire was being removed. The same non-abbott guiding catheter was used with a non-abbott guide wire to complete the procedure. There was no adverse patient effect or significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Guide wire: jokar. Guide cath: launcher, crusade. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the important precautions section of the hi-torque balance middleweight universal ii guide wire instructions for use states: this device is a delicate instrument and should be handled carefully. Do not use if any anomaly is observed fluoroscopically or sensory anomaly such as difficulty in delivery is experienced. Using any such device may impact on delivery or torque response and / or cause vessel damage etc. Based on the reviewed information, no product deficiency was identified.